Manufacturer narrative:
An 0x14 occlusion alarm was generated by the pod. The exact cause of the occlusion alarm could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The formed needle was observed to be in the exposed portion of the soft cannula. The linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, score marks were found on the top housing and the needle mechanism fully retracted. This finding indicates interference between the linkage assembly and the top housing. This finding was not observed to effect the devices ability to delivery insulin as intended.

Event description:
It was reported the patient received an occlusion alarm and blood glucose level rose to 309 mg/dl while wearing the pod between 1 and 4 hours.